Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via a merlin@home transmission. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were suggested. No patient symptoms were reported. The device remains implanted.